Event description:
A customer complained that they could not visualize the needle guide path in an ultrasound guided biopsy procedure. Investigation found that the customer had misassembled a disposable accessory component (needle guide) onto the system component (ec10 transducer).